Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of blood results reading "hi". Last results in memory were "hi", "hi", "hi", "hi". No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi." Last results in memory were "hi", "hi", "hi", "hi." No adverse event reported.